Event description:
A customer reported a system error (se) 2240 (air in set) alarm. This occurred during the initial drain on the home choice (hc). The technical service representative (tsr) cleared the alarm and informed the home patient (hp) of the alarm's meaning. The tsr suggested that the hp contact the peritoneal dialysis nurse (pdn). There was no patient injury nor medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined root cause. There was no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.

Manufacturer narrative:
(B)(4). The sample was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, then a follow up MDR will be submitted.